Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient stopped charging the ipg as recommended and later the ipg was unable to communicate with external devices. As a result, surgical intervention occurred wherein the ipg was explanted and replaced on (B)(6) 2020 to address the issue.